Event description:
Caller reported issues with the t:slim x2 pump battery not charging, despite using various wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on returning the malfunctioning pump using a pre-paid label, with the customer acknowledging the process and agreeing to use a backup insulin pump in the meantime.